Event description:
Caller reported that the t:slim x2 pump battery would not charge despite following various troubleshooting steps, such as using the tandem charging cable and wall adapter, trying different wall adapters, and trying a different charging cable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advised the caller on returning the faulty pump, and arranged for the delivery of a new pump with updated software. The caller would use mdi as a backup therapy to ensure uninterrupted insulin delivery.